Event description:
Event #1: [redacted date]: tracker [redacted number]: ongoing issues with leaking baxter tubing. This author was performing daily cl audits and found y-site port of il line leaking despite green alcohol cap being in place. Y-site marked with tape and tubing to be changed per nnicu protocol. Faulty tubing to be saved and delivered to apsms. Lot number unknown. Companion lot number requested. Event #2: [redacted date], yale tracker [redacted number], ongoing issues with leaking baxter tubing. This author was performing daily cl audits and noted y-site port on tpn line was leaking despite green alcohol cap being in place. Y-site marked with tape and covering provider notified to place order for new fluids - will be changed per nnicu protocol. Tubing to be saved and delivered to apsms. Lot number unknown. Companion lot number requested. Manufacturer response for IV tubing, (brand not provided) (per site reporter), in close communication with baxter, they are currently experiencing a delay of 10-12 days to send return shipping materials to sites (per baxter communication).